Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event and patient's weight is estimated.

Event description:
It was reported that the patient experienced pain at both anchor sites. Troubleshooting revealed migration of both anchors. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein both anchors were repositioned to address the issue.